Manufacturer narrative:
.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had eroded through the pocket. The device was successfully revised. The patient was stable and was discharged home.